Event description:
High impedances were reported. Reference electrode 0, 1, 8 impedances were 10,000; reference electrode 9 showed normal impedance (300 range); reference electrode 1 showed less than 50. No diagnostic testing or troubleshooting was performed. The device was reprogrammed as a result of the event. The patient just wanted reprogramming but later stated she was having some burning sensation on occasion. Six days later it was reported that she was still getting some burning despite the affected electrodes being deactivated. The impedance issues are unchanged, did not resolve, as the wires are unchanged. Patient was switched to another group. A week later there were no further updates, patient status remains the same. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead product ID 3778-60 lot# serial# v976384001 implanted: 2012-05-24 explanted: product type: lead. Product ID: 8591-38, lot# d21515, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger, product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 355531, lot# n331097, implanted: (B)(6) 2012, product type: screening device. Product ID: 3550-14, lot# n327006, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-14, lot# n324461, implanted: (B)(6) 2012, product type: accessory. (B)(4).